Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal plug has been deployed and set into the distal anchor. They were returned off of the device and deformed but not broken. The proximal anchor is on the insertion device. It has no defect. There is bio debris present. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. The proximal anchor is able to deploy from the insertion device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a rotator cuff repair procedure, after the healicoil anchor was deployed, when the shaft was removed from the bone hole, the proximal anchor remained on the shaft and came out together with the shaft and the distal part of the anchor was removed from the patient. The procedure was completed with 15 minutes of surgical delay using a competitor device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).